Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was smoking coming from the shaver blade.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: distal tip made a weird noise and started to smoke. 2 min delay. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the inner teeth. Continued used with the damage/deformed teeth condition may possibility to cause the sound and the tip to get hot before the inner seized. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. The device manufacture date is not known (B)(4).

Event description:
It was reported that there was smoking coming from the shaver blade.